Event description:
I had lasik eye surgery in (B)(6) 2017. Was -8.50d prescription in both eyes. The procedure was life-changing, but not like the manner in which it is aggressively advertised. I was left undercorrected (-1.00 in each eye), but worst of all was the severe dry eyes I experienced afterwards. I could not sleep through the night without my corneas sticking to my eyelids, which woke me up several times throughout the night, so I could put lubricating drops. My eyes burned all day. Eye drops did nothing. It was all I could think about. My thoughts were consumed by the foolishness of this decision. I didn't want to go out anywhere or talk to anyone. I became very detached. My work suffered, my relationships suffered. My mental health deteriorated significantly and I felt very suicidal at times. How could a surgery touted as being so simple, effective, and safe, have had such a seriously debilitating impact on my quality of life ? Why was there literally no effort whatsoever from any of the staff or the surgeon himself to warn me of this potential complication? Since then, I've also developed neuropathic pain in my left eye, which spreads into the surrounding area. I get chronic migraines, tension, and pain in the left side of my head/face, including the eye itself, brow, scalp, temple, back of the neck, jaw, etc. The pain has slowly gotten worse over the last 8 months. After my procedure I quickly realized that I was not a rare exception, but that thousands of other people like myself have been permanently maimed by lasik for the rest of their lives. My symptoms are quite mild compare to some, yet still immensely distressing. Lasik has been the absolute worst decision of my life; nothing else in my life comes close. The fact that so much suffering and damage to my quality of life is contained within this single decision, and that no one involved in administering this procedure made any effort whatsoever to even intimate that such a disastrous result was possible speaks volumes about the nature of those industry, those involved with it, and those that regulate it.